Event description:
It was reported that this pacemaker exhibited oversensing of noise on the atrial channel resulting in several atrial tachy response (atr) mode switches. Additionally, pacing impedance measurements increased from the 500 ohms range to the 700 ohms range. It was reported that the patient has been hospitalized for approximately seven weeks for unrelated health reasons. The noise was determined to be related to electromagnetic interference (emi) from hospital equipment. Additionally, the patient's condition was also suspected to be the cause of the change in pacing impedance measurements as the changes correlate with an atrial tachycardia. No further assistance was requested. No adverse patient effects were reported. This device remains in service.